Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service rep (csr) documentation. A no response letter was sent to the pt. On march 2, 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving an error 5 message. The product issue began on (B) (6) 2010 at noontime. One hour later, the pt allegedly had symptom of sweating. Although the pt had the error 5 issue, the pt claimed she maintained her diabetes with the usual dose of novolog (65 units). The pt did not receive any treatment at the time of concern. According to the troubleshooting performed with customer service, the testing process was correct, the sample was drawn into the test strip, and the test strips were within the discard date. The product issue was not resolved during training. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hypoglycemia one hour after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.